Event description:
The dealer stated, the left side wheel lock is broken at the weld where the longest bolt goes through the tube on the bracket. The dealer stated the right side is also doing the same thing.